Event description:
A patient with a failed knee replacement underwent a revision left total knee replacement. The original left knee replacement, per the surgeon's history and physical, took place in 2004. He then underwent left total knee revision pproximately a month ago. Operative report: findings: intraoperative polyethylene wear, the posterior medial corner polyethylene wear, debris with loosening of the tibial baseplate. The patient tolerated the procedure well and was discharged home a few days later with no complications. Please note that we do not have prior medical information on this device. The numbers that have been submitted were viewed on the device itself, and some numbers were obscured by what appeared to be glue.